Manufacturer narrative:
Failure analysis revealed that the reservoir was received with all operating currents within specifications. No unexpected low battery or off no power alarms noted. The device passed the off no power test, self test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. Unable to prime during the prime test due to a faulty force sensor. Further testing could not be performed due to the prime anomaly. The unit had intermittent button response, no button error or ramping numbers noted. The device had cracked battery tube threads and scratched display window.

Event description:
The customer reported getting a button error alarm after a battery change and went into diabetes ketoacidosis. The blood glucose reading at time of call was 446mg/dl. During the call, the customer also reported being in the hospital due to high blood glucose and had dropped the insulin pump in the river a year ago. The caller did dry the device and it has been working fine since. The blood glucose reading was 325mg/dl. The customer stated that the tailbone was bad and her bicarbonates were off. No further information was provided.